Manufacturer narrative:
Corrected: reporting number. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified part/lot information and date of explant. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege since surgical implantation, pt has suffered symptoms including, but not limited to, pain, soreness and difficulty walking. It is further alleged the pt has suffered significant harm including, but not limited to, physical and bodily impairment, debilitating lack of mobility and conscious pain and suffering.